Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out, it was noted on the stored electrograms of the device that the atrial lead exhibited noise causing inappropriate mode switch episodes. The lead was capped and replaced.